Event description:
It was reported that the cassette caused the pump to error as no disposable attached" partway through extended chemotherapy infusion using the cadd legacy pump, and the second cassette within 24 hours for the same patient. No adverse patient effects were reported.